Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, it was reported that the helix stretched while attempting to maneuver the device. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.